Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, via vascular access using the left subclavian approach in a patient with moderate leaflet calcification, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20mm non-medtronic balloon. It was noted that during the fluoroscopic inspection of the valve load, a frame overlap was observed to around the third node. A misload was not identified. As the delivery catheter system (dcs) was advanced through tortuosity in the subclavian artery, some resistance was noted. During the first deployment attempt at an approximate implant depth of 8mm, an infold was confirmed in the valve frame. The valve was recaptured. The patient's hemodynamic status was stable. During the second deployment attempt, the infold remained but the inflow portion of the valve frame appeared worse than on first deployment. The patient became hypotensive. The valve was recaptured again. On the third deployment attempt, the inflow portion of the frame appeared worse yet and the patient remained hypotensive at about 50 mm hg. The valve was recaptured a third time and the dcs was withdrawn from the patient. A second pre-implant bav was performed with a larger 23mm balloon. The valve was successfully implanted on the first deployment. No adverse patient effects were reported. Additional information was received that during placement, the valve did not extend to the contralateral side at all, and the blood pressure continued to decrease. The valve was recaptured and withdrawn from the patient. Subsequently, a new device was inserted and placed in order to reduce the blood pressure as the valve could not be deployed even after being deployed again. The valve was withdrawn from the patient. Upon withdrawal, the implanting team checked the device and found that the valve was in heart shape even though it should have been dilated. No adverse patient effects were reported. Additional information was received that during the valve (B)(6) implant, the expansion occurred immediately after the start of d deployment. No patient anatomical features contributed to the expansion issue.

Manufacturer narrative:
Continuation of d10: product ID evproplus-34us (serial (B)(6); product type: 0195-heart valves; product ID d-evprop34us (lot # 0010994032); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.